Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07004. It was reported that the right atrial (ra) lead dislodged. The dislodgement was visualized by x-ray. The patient presented for ra lead explant procedure on (B)(6) 2020. The ra lead was explanted and replaced. During the procedure, the right ventricular (rv) lead was unable to sense and exhibited high threshold when connected to a new device. The rv lead was capped and replaced. The patient was stable.